Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a phased radiofrequency procedure, the patient experienced a hematoma near the femoral vein puncture site. The patient's hospitalization was extended for three days, then the hematoma resolved. No further patient complications have been reported as a result of this event. The patient is part of the (B)(6) clinical study.